Event description:
Device 1 of 5. Reference MFR report#: 1627487-2014-23109, 23110, 23111, 23117. It was reported the patient underwent a procedure for a permanent scs system on (B)(6) 2014. Following the procedure, the patient experienced intense abdominal pain. The sjm representative confirmed the patient had effective coverage and all impedance readings were normal. The patient's stimulation was turned off; however, this had no effect on his abdominal pain. The patient has a history of kidney stone. The patient was admitted to the hospital. Follow-up information revealed the patient's abdominal pain had decreased. The patient only felt pain on the right side of his abdomen. It was also reported the patient's stimulation could not be turned on due to invalid impedance readings. The patient only had coverage in his left leg. Reprogramming was unable to resolve the issue. X-rays were taken; however, the results are unknown. The patient underwent surgical intervention on (B)(6) 2014 and the model 3244 lead was connected to the model 3341 extension. The patient reported effective stimulation coverage postoperative. Further follow-up indicated the patient is continuing to experience right sided abdominal pain.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.